Event description:
It was reported that during a nissen fundoplication the device would not open. The surgeon had to pry the instrument apart to remove from the tissue. A second device was used and the staples did not form properly and the device did not cut. Another device was used to complete the case.